Manufacturer narrative:
On 16-nov-2023, the product investigation was completed. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and there was a hole identified on the tip of the sheath. The issue was found while the medical team was going transseptal--there was difficulty in the maneuver. After pulling out the sheath and inspecting it, the medical team saw a hole in the tip of the sheath. The sheath was replaced and the procedure continued. No patient consequences were reported. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation of the returned device was performed following bwi procedures. Visual analysis revealed that the soft tip was bumped. No other damage or anomalies were observed during the analysis. Device history record was performed for the finished device 00002379 number, and no internal actions related to the reported complaint condition were identified. The bump condition on the tip could be related to the issue reported; therefore, the customer complaint was confirmed. The damage on the tip could be related to the skin incision size relative to the sheath; however, this cannot be conclusively determined. It should be noted that the product failure is multifactorial. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 25-oct-2023, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The lot number was already identified on the returned device. Section d4 for lot number was updated to 00002379. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and there was a hole identified on the tip of the sheath. The issue was found while the medical team was going transseptal--there was difficulty in the maneuver. After pulling out the sheath and inspecting it, the medical team saw a hole in the tip of the sheath. The sheath was replaced and the procedure continued. No patient consequences were reported. The hole in the tip is MDR-reportable.